Event description:
It was reported that the customer's a1c levels had increased recently, and the customer believed it was due to a malfunctioning pump. There was no adverse impact to the customer's blood glucose level. The customer declined further troubleshooting, and no additional action was required at this time.